Manufacturer narrative:
Product evaluation: the cartridge was returned in an opened pouch. Viscoelastic was observed in the cartridge. Stress lines of varying degrees are observed on the anterior and the posterior beginning prior to the parting line/fill to line. The cartridge tip has stress lines on the anterior, posterior and sides. The upper right side of the tip has an aneurysm (enlarged stress formation). The tip did not crack or tear. The customer indicated the use of a qualified lens with a qualified handpiece and viscoelastic. The stress marks and aneurysm are an expected occurrence with a lens delivery and do not denote a product deficiency. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other similar complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was a greater than normal fracture in the cartridge during iol insertion. Additional information was requested.